Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: (B)(4). The returned sample was visually inspected upon receipt. It was confirmed that the yellow cap on one of the ports on the reservoir lid was broken. A portion of the broken cap was left within the port. A representative retention sample from the same lot number was inspected and found that all caps on the oxygenator and reservoir were intact and tight. All capiox units are 100% visually inspected at several points in the production process. It is likely that the observed damage was caused by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 5, 2019. Upon further investigation of the reported event, the following information is new and/or changed: device availability - added date returned to manufacturer; date received by manufacturer; indication that this is a follow-up report; follow-up due to additional information; device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, there was a broken yellow cap on the top of the reservoir. No patient involvement as this occurred during setup. Product was changed out. Procedure was completed successfully.